Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2019-02033. It was reported that patient experienced ineffective stimulation. As a result, patient underwent surgical intervention on (B)(6) 2019 to explant the leads. The ipg was also explanted on (B)(6) 2019 due to pain at ipg site (reference MFR report number 1627487-2019-06368).